Event description:
Original surgery on (B)(6) 2007 to insert mesh x-l oval w/ptfe 8"x10" to correct a hernia on left side. Has experienced abdominal pain on several occasions until it became unbearable. On (B)(6) 2016, I had to go to emergency room for extreme pain in abdomen. After a scan, they did emergency surgery. During surgery, the doctor discovered the mesh implant was wrapped up into my small intestine. This had blocked my intestine and could have been fatal. The doctor had to remove 8" of my small intestine. I am still experiencing abdominal pain and may require add'l surgery to remove more damage and correct hernia. (Ventral hernia).